Event description:
The device was reported to the manufacturer to have caused unintended tissue burn during the electrosurgical procedure for hysterectomy. The device was further reported to not be able to deliver warning or signal to alert the surgeon. The device was not returned to the manufacturer and additional information is not available at the time of this report. The patient was discharged according to normal discharge schedule for this type of procedure.